Manufacturer narrative:
Journal article: clinical outcomes of complex real-world diabetic patients treated with amphilimus sirolimus-eluting stents or zotarolimus-eluting stents: a single-center registry rik rozemeijer a, daniela benedetto a, adriaan o. Kraaijeveld a, michiel voskuil a, mèra stein a, leo timmers a, saskia z. Rittersma a, pierfrancesco agostoni a,b, pieter a. Doevendans a,c, pieter r. Stella cardiovascular revascularization medicine 19 (2018) 521¿525 https://doi.org/10.1016/j.carrev.2017.10.011 1553-8389/© 2017 elsevier inc. All rights reserved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that a patient had an resolute integrity drug eluting stent implanted in the rca, however, the patient died 20 days post index from an unexplained cardiac death. Degree of certainty of stent thrombosis was deemed probable. Patient was on aspirin and clopidogrel at the time of the event.